Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Per patient's wife, this patient expired after a massive mi on (B)(6) 2014. The patient was "fine until then". The family would like to verify correct functionality of this device at the time of death if the device is returned. The patient was buried already and the wife is does not know if they pacemaker was removed prior to burial. It is unknown if this device was explanted. This device has not been returned. Should additional information become available, this file will be updated.